Manufacturer narrative:
Results of investigation: carefusion service technician was unable to duplicate ¿when attempting to set up vent unit shut down multiple times¿. All testing performed using a known good ac adapter as well as a known good test patient circuit. Model lap top ventilator 1200 passed 116 hour extended tests at customer¿s settings. The ventilator passed the lap top ventilator final test which includes many ventilation and alarm functions. The ventilator was thoroughly inspected; internal inspection did not reveal any abnormalities with the ventilator. No indications of oxidation on the ribbon cable contacts of the switch membrane assembly. External inspection of the pigtail shows no signs of frayed cabling. Review of the event trace found no entries which indicate the ventilator shutdown or reset unexpectedly. All operation periods ended properly with a 3 second on/standby button press as indicated by ¿vent 0¿ entries. The unit passed all testing.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). At this time, the device has not been received by carefusion for failure analysis.

Event description:
The customer reported model lap top ventilator 1200 shut down multiple times. The respiratory therapist was unable to set up ventilator. Upon further investigation, the customer stated the ventilator was tested before transport via a test lung and confirmed no patient involvement.